Event description:
It has been reported to philips that the c-arm was faulty. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite confirmed the c-arm had limited movement. The fse calibrated the c-arm and return the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was faulty. Review of the system log file found that the c-arm movement was limited, need to calibrate. Fse calibrated the c-arm. After calibration, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the potentiometer. After replacement of the potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.